Manufacturer narrative:
Concomitant medical products: 6949-65 lead, implanted (B)(6) 2004, 4068-45 lead, implanted (B)(6) 2000. The device was returned and analyzed; analysis was inconclusive because there was no telemetry, nor output, and auto-interrogate files could not be collected. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned to the manufacturer after being explanted, and subsequently tested out of specification. Follow-up with the physician's office was attempted to determine why the device was explanted, however no information could be obtained. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.